Manufacturer narrative:
Taper ii. (B)(4). Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may confirm or determine another connector type associated with this report. Allergan has received the product, however, the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Health professional reported that during surgery to investigate a pt report of lack of restriction and pain, the physician noted the port is "cracked on the backside." The port was replaced.